Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 44%, donor #2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr , customer meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 3% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of questionable inr results for 2 patients from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. Of the data provided, there was a discrepant inr result for 1 patient. At 11:50 am the result from the meter was 4.8 inr and the result from the laboratory was 3.3 inr. The laboratory method was stago. There was no allegation of an adverse event. The laboratory result was believed to be accurate. The patient's warfarin dose was changed based on the laboratory result. The patient was "feeling fine". The qc was acceptable. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in warfarin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.